Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control observed that the power button was losing its sensitivity and would not always register being pressed. Physio-control made repair recommendations; however, the customer declined service and requested that the device be returned to them unrepaired. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device's power button was very difficult to engage. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control confirmed that the power button would only respond intermittently when pressed.